Event description:
A pt, treated for a greater tuberosity of the proximal humerus on (B)(6) 2011, was returned to the operating room for removal of the 4.5mm headless compression screws. During removal, one of the screws broke. The shaft of the screw was removed, the threads remain in the pt.

Manufacturer narrative:
Investigation is on going. Subject device has been received and is currently in the eval process. No conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product development engineer evaluated the device and the report indicates two screws were returned. One screw appears to be intact with a great deal of wear at the drive end, as might be expected following a difficult removal. The intact screw does not appear to have any additional damage. The broken screw was also returned. The shaft of the screw is fractured at the junction of the first thread with the non-threaded portion of the screw. The threaded end of the screw was not returned. The outer and inner diameters of the screw are identical to the outer and inner diameters of the predicate device (4.5mm cannulated screw) and the threaded tip design is also identical. However, it cannot be known the exact conditions experienced during removal in this case including things such as patient bone quality, the degree of bony ongrowth, patient loads exerted on the screw prior to removal and the technique used to remove the device. The design risk assessment was reviewed and does not address any risks associated with screw removal including the risk of screw breakage. This risk analysis document will be updated.

Manufacturer narrative:
Two screws were returned, one intact and one broken. The threaded part of one screw is broken off at the last thread flank. The part number was not provided. Based on the dimension of the returned intact screw it is possible that this is part number 02.226.748. The relevant dimensions can not be verified as the broken portion was not sent back for evaluation. The fracture face is homogenous, which indicates material conformity and has the typical view of a forced rupture. Also there are strong stress marks below the screw head visible. These findings are an indication that a mechanical overload caused this breakage.